Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was 412 mg/dl. Customer states the insulin pump kept scrolling up or down. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to moisture damage on keypad traces. No display ramping on its own anomaly noted. Also the unit was received with cracked case at display window corners, reservoir tube lip and display window and minor scratches on display window.